Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual and functional assessment was performed on the device which found that the device overheated quickly and stopped running displaying e6 error. During repair, it was observed that the motor was worn out causing the issues. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear out from use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a temporal laboratory use, it was discovered that the motor device overheated and ceased. There was no human patient involvement as the device was used for cadaver purposes only. There were no reports of user injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.